Event description:
Healthcare professional reported rupture, capsular contracture baker grade I and "silicon perspiration". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/jun/2024.

Event description:
Healthcare professional reported rupture, capsular contracture baker grade I and "silicon perspiration". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). As per the investigation procedures particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture, capsular contracture baker grade I and "silicon perspiration". The device has been explanted. This record relates to the right side.

Event description:
Healthcare professional reported, right side device rupture. With "silicone perspiration". And capsular contracture, baker grade I. The device has been explanted and replaced.